Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the physician had difficulty positioning the lead. The lead was re-anchored two times and dislodged once. The lead was eventually implanted. No patient complications have been reported as a result of this event.